Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample consisted of the introducer sheath only. Measurements taken of the sheath confirmed it was within specification. The dissected sheatth showed evidence of spiraling. The result of the investigation was confirmed, user-related. The IFU (information for use) for this device states the following: handling of g2 filter system: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheathe the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warning: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer chateter.

Event description:
It was reported that via a right femoral approach to implant a vena cava filter, the filter would not fully deploy because the legs appeared to be hung up in the sheath, with a couple of the legs penetrating the sheath. With difficulty they pushed the filter out with the dilator and it remains in the patient. A second filter was deployed without difficulty and remains in the ivc. No injury to patient.